Manufacturer narrative:
Device manufacture date: 03-apr-2015. Additional information was received that the date of the initial MDR should be (B)(6) 2015. The patient underwent a revision procedure due to inadequate stimulation. During the procedure, two leads were implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to inadequate stimulation. During the procedure, two leads were implanted. The patient was doing well postoperatively.